Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged during a device change out. The lv lead was removed and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm allegation as the lead tip and tines have no visible signs of damage or defect which would lead to dislodgement.